Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red, brownish, and oozing ulcer. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to apply neosporin to the area and to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.